Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 at approximately 1:30 pm pst, the patient called reporting persistent hyperglycemia since the previous day. The patient stated they had announced a ¿more than usual breakfast¿ for cereal that morning but continued to experience elevated bg levels. Despite changing the infusion site, bg remained high for an extended period. At the time of the call, the patient¿s bg was 247 mg/dl, and they expressed concern. The agent provided education on proper meal announcement procedures and advised the patient to call back if issues persisted. The patient acknowledged understanding. The highest bg recorded during the event was over 400 mg/dl, and the patient remained above the target range (70¿180 mg/dl) for more than 10 hours. No backup therapy was used, no ketone testing was performed, and no professional medical intervention was required. The patient did not report any immediate health effects such as dizziness, loss of consciousness, or diabetic ketoacidosis (dka).